Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Per the home pt's nurse, the home pt had disconnected their transfer set from the pt line of the homechoice set during a drain cycle without pausing therapy. When the home pt returned the machine was alarming, the home pt then reconnected themselves to the setup. Baxter's tech service center assisted the home pt's spouse in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.